Event description:
Right ventricular (rv) lead malfunctioning. Replaced with leadless implantable pulse generator (ipg) (medtronic device). (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).